Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid dripping from under the coulter lh 500 hematology analyzer. Customer reported that the volume of the leak was approximately 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was at the blood sampling valve. The fse reconnected the tubing that had disconnected from the wire marker 16 (wm 16), resolving the leak.